Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 500 mg/dl with shortness of breath and chest pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; reportedly the bolus history did not match the total daily dose bolus history; further troubleshooting was not completed. This complaint is being reported because the alleged health event was attributed to an alleged device malfunction of unknown cause.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/02/2018 with the following findings: review of the black box data revealed that records from the date of the reported issue had been overwritten due to continued patient use. The available bolus history showed the delivered boluses matched the total daily dose bolus history. Audio and normal boluses were performed with each accurately recording in the bolus history and bolus total daily does history. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivery accurately and within range. Investigation did not duplicate the complaint of the pump bolus totals calculating a >5% discrepancy during investigation.